Event description:
Received a copy of the customer's medsun report from FDA which states, ¿patient-controlled analgesia (pca) pump independently changed residual volume." Although requested, no additional information was provided. An incomplete date of event of (B)(6) 2020 was provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Race: white.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿patient-controlled analgesia (pca) pump independently changed residual volume." Although requested, no additional information was provided. An incomplete date of event of (B)(6) 2020 was provided.